Event description:
Complainant alleged that during the emergency room physician's attempt to pace a pt (age and gender unknown) who was in a code situation, the multi-function electrodes did not appear to be delivering the pacing pulses to the pt. Although the zoll pd1400 defibrillator (serial number unknown) was showing pacer marks on the screen, the pt did not appear to be receiving the pacing pulses, as there was no heart rate capture and the pt did not exhibit any chest wall or thoracic activity. The physician was able to obtain another device and electrodes to pace the pt. The complainant indicated that the pt subsequently expired. Please reference medwatch numbers 1220908-1999-00342 and 1220908-1999-00357, which document two different and subsequent events that occurred with electrodes from the same multi-function electrode lot number of 5198, but that were being used on different pts.